Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 12, 2024 was filed inadvertently. No device explantation or serious injury has occurred.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2023 due to an unknown reason. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.